Manufacturer narrative:
Initial reporter facility name: (B)(6) med ctr. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) with plastic stent placement procedure in the left hepatic duct, performed on (B)(6) 2020. According to the complainant, during the procedure, after successfully placing an advanix double pigtail stent in the right hepatic duct the physician attempted to place another advanix double pigtail stent in the left hepatic duct. While deploying the nurse met a lot of resistance at which point the physician tried to straighten out the scope. This did not help and so the nurse tried to pull harder on the introducer in order to deploy the stent but the stent began to crimp and kink in the area outside of the common bile duct in the duodenum and the introducer snapped apart into two pieces with one piece remaining inside the stent. The physician had to pull the broken piece of introducer with a snare out of the patient but it was lodged inside the stent and the physician removed the guide catheter the stent also came with it. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good and stable.